Event description:
New information received notes the helix would not stay retracted while implanted as seen under fluoroscopy.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix would not retract and kept popping out of the right ventricular (rv) lead. The rv lead was exchanged. The new lead was implanted successfully. The patient was stable.